Event description:
This male patient with a history of previous pci of the mid-rca with an endeavor (2006), previous stent thrombosis, hypertension, hyperlipidemia, insulin dependant diabetes, previous mi, peripheral vascular disease (pvd), ulcers, and moderate to severe renal disease was admitted for coronary evaluation secondary to stable angina. He was currently taking aspirin and plavix. Upon admission, his troponin levels were elevated > 5 times uln. Angiography revealed an 80%, 10mm, heavily calcified, instent restenosis of the endeavor stent in the mid-rca. The stenosis was pre-treated with a 3.0 x 10mm cutting balloon expanded to 10 atms. A 3.5 x 18mm cypher select plus stent was deployed to 26 atms with good results. Post stent deployment there was insufficient flow through the vessel; therefore, the stent was post dilated with a 3.75 x 15mm balloon expanded to 26 atms. Good results were achieved with 0% stenosis and timi iii flow noted. The patient was discharged the following day in stable condition. At one month follow-up, the patient reported experiencing angina. No additional information was provided. Nine months post procedure, the patient died from unknown causes. It is not known if this was a cardiac or non-cardiac related death. No autopsy was performed.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.